Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was started 196 mg/dl and now 446 mg/dl. Customer had problem with blocked tubing, insulin not delivering and tried to bolus. Customer reported that when the insulin flow blocked alarm, she had bent cannulas and she was had problems with bleeding. The insulin pump will not be returned for analysis.